Event description:
The event is reported as: the trigger was hard to depress. The problem was found during use. No patient injury reported.

Manufacturer narrative:
The device sample is available for evaluation, however, the device sample was not returned for evaluation at the time of this reported.